Event description:
Healthcare professional reported seven weeks post injection in the malar region with an unspecified type of juvederm voluma pt developed "severe swelling" around the eyes and the cheeks. Injecting healthcare professional treated the pt with ibuprofen and antihistamines. Pt subsequently visited their "gp" who additionally prescribed the pt flucloxacillin and antihistamines. The pt then visited the hosp and was seen by a dermatologist who recommended treatment with hyaluronidase.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.